Event description:
Follow up information identified the patient underwent surgical intervention where the ipg was replaced with a new one.

Event description:
It was reported ((B)(6)) the patient is no longer receiving therapy. Surgical intervention is pending to address the issue. This patient was previously reported (reference MFR. Report: 1627487-2014-10065). Analysis results will be included in a following report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation codes: results: the reported event was confirmed. Microscopic inspection of the device found that the lower septum had core on septa lips and top septum had slight tear at the lips edge. Sign of fluid intrusion was observed at the connector block. The fluid intrusion in the header would cause change in the system impedances and loss of effective stimulation. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.